Event description:
Upon opening cases of bicard for use that day, co worker noted "it looked terrible," brought it to rptrs attention who immediately a) pulled all of that lot from unit, b) notified nephrologist, MFR, in house warehouse, rptr, infectious disease drs & head of microbiology lab. Specimens taken from the gross appearing container and another bottle of the same lot #. Mfd: 10/97.